Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-5100-08 graftbolt®, tibial, 8 mm serial/batch number (B)(6) was received for investigation. Only the sheath was received for evaluation. Functional testing doesn't apply to this device. Visual inspection revealed the sheath outside diameter was broken at the proximal end. The most likely cause(s) for the observed and reported failure is a user error, misaligned insertion, or excessive force by leveraging/prying the device.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that for an ar-5100-08, graftbolt®, tibial, 8 mm, the sheath broke during insertion. This was detected during use in an anterior cruciate ligament reconstruction surgery on (B)(6) 2024. The case was completed successfully using another new ar-5100-08 graftbolt. All fragments were retrieved from patient. There was no patient harm and no secondary procedure needed. Ar-5108 was used to prepare the bone socket.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.